Event description:
On july 20, 1997, the stent was deployed without difficulty. Post dilated with another MFR's balloon to 14 atm's with good results. Pt was presented to e.r. On august 2, 1997, with acute m.I. And arrested precatheterization. Pt stabilized following intervention. Wife indicated pt had not been taking aspirin as prescribed.